Event description:
On (B) (6) 2009, this pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Completion angiography revealed no endoleak, and the pt tolerated the procedure. On (B) (6) 2009, a f/u imaging revealed a possible type iii between two contralateral leg components. It was also reported that the pt's aneurysm was enlarging. On (B) (6) 2010, a reintervention was performed to treat the possible type iii endoleak. Angiography demonstrated possible contrast between two contralateral leg components implanted on the left side, so the physician bridged the junction with an add'l contralateral leg component. Completion angiography revealed exclusion of the endoleak. It was also reported that there was a kink in the flow divider of the trunk-ipsilateral leg component; however, the area was patent after re-ballooning. The pt tolerated the procedure. As of (B) (6) 2010, the pt's aneurysm has decreased in size from 8.5 to 7 cm in diameter.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met pre-release specifications. Add'l devices implanted on (B) (6) 2009 and involved in this event: pxc201200/(B) (4); pxc201400/(B) (4).